Manufacturer narrative:
Additional information, device evaluation the reported pipeline flex with shield technology (ped2 device was received for evaluation and the reported event could not be confirmed. As received, the pipeline device was stuck within a microcatheter. When the ped2 was pushed out of the microcatheter for further examination, the ped2 braid was found fully opened. Fraying was noticed at both the distal and proximal end of the this ped2 braid. The delivery wire of the ped2 was also noted to have stretched a distal hypotube and bent at 26.5 cm and 28.5 cm from the proximal end. No other anomalies were observed. The damages found on the ped2 braid and delivery system were consistent with high force being used during delivery or resheathing (pushing <(>&<)> pulling) of the device. Per our instructions for use (IFU), the user should ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pipeline flex with shield technology is not commercially distributed in the united state. This report is for a similar device, pipeline flex, which is marketed in the united states. The reported device has not been received. The product was not evaluated, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline shield device did not open at the distal segment during delivery in a flow diversion procedure. The patient was being treated for a saccular ica aneurysm with max diameter of 2 mm and neck width of 1.8 mm. The parent artery landing zone were 4 mm distally and 4.2 mm proximally. Vessel tortuosity was described as minimal. It was reported the pipeline shield device was prepared according the IFU. During the procedure, it was reported there was difficulty delivering the pipeline shield device via the microcatheter. When less than 50% of the pipeline shield device was unsheathed, the distal segment of the pipeline shield did not open. The physician attempted to resheath, but the pipeline shield device and the microcatheter would not move. The pipeline shield device was removed from the patient with the microcatheter. New devices were used to the complete treatment for the patient. No injury reported.